Event description:
It was reported that it was difficult for the urine to flow out through the tube. Per additional information the urine was draining into the tube but not into the bag. This event occurred after surgery.

Manufacturer narrative:
Received only photo of sample. The reported event was unconfirmed since the problem could not be reproduced. The evaluation was unconfirmed only a photo of the bag was received. The physical sample is needed in order to evaluate whether urine can flow into the bag. How and when problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult for the urine to flow out through the tube. Per additional information the urine was draining into the tube but not into the bag. This event occurred after surgery.